Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unable to verify the displacement test due to missing retainer. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected software error alarm noted during testing. Software error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Device received with scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a power system error. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.